Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was implanted on (B)(6) 2016. The patient wanted to increase stimulation. The patient did not feel stimulation and therapy was not on. The patient turned therapy on and the situation was resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.